Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed random no delivery alarms. The customer¿s blood glucose level was unknown at the time of incident. The insulin pump is being replaced and is expected to return for analysis. No further details are given.

Manufacturer narrative:
Insulin pump passed the displacement test but failed during prime test due to loose drive support disk. Insulin pump received with stripped battery cap coin slot and broken battery cap. Unable to verify excessive no delivery alarm due to loose drive support disk. (B)(4).